Event description:
Laparoscopic cholecystectomy - "the endopuch disintegrated and was rendered useless as the prongs broke. Gk402 kit - 1206919."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. Only the packaging and a packaging component were returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. No additional information could be obtained from the customer; therefore, the root cause of your experience cannot be determined due to insufficient information related to the conditions surrounding the event. This document represents our initial/final report.